Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 57-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. During impella cp support, the patient was noted to have pink-tinged urine. The managing physician was aware and did not express concern for hemolysis at that time. Device position was assessed by imaging and confirmed to be appropriate. It was noted that the patient would be escalated to veno-arterial extracorporeal membrane oxygenation, and the impella cp would then be adjusted to an optimal flow setting to support the clinical strategy. The purge solution consisted of dextrose 5 percent in water (d5w). The patient survived to impella cp explant.

Manufacturer narrative:
Additional information has been provided in d3. Patient-device interaction (hematuria) : the root cause of the injury was not determined due to insufficient clinical details.